Event description:
It was reported the left ventricular lead impedance had risen to greater than 2500 ohms. It was questioned if it could be due to a fracture. The lead was reprogrammed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.